Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that he felt resistance when attempting to insert the laser probe into the trocar. The laser probe was replaced to complete the surgery. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The laser probe was inserted through the 25-gauge trocar cannula where it was stuck replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on january 12, 2018. There were 1458 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).